Event description:
According to available information, this device was explanted and replaced due to a sizing issue. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (3716138) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1. No functional abnormalities were noted with cylinder 1. Two groups of striations, indicating contact with unshod instrumentation, were noted on the exhaust tubing of cylinder 2. These are sites of leakage. A group of striations, indicating contact with unshod instrumentation, was noted on the strain relief of the reservoir. This is not a site of leakage. No functional abnormalities were noted with the reservoir. The information received indicated that the device was not an ideal fit, and that there was a malfunction in the system, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separations in the exhaust tubing of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.